Manufacturer narrative:
The device is expected to be returned to the manufacturer for analysis. Initial investigation based on the lot history records review confirmed that the guidewires were manufactured according to the specification. The required tests and inspections were performed and passed. A follow up report will be provided. On (B)(6) 2016, (B)(6) informed the customer that the returned devices were not hi torque connect guidewires. The customer confirmed on (B)(6) 2016 that the device return status has been updated from returning to discarded. - returned devices not ht connect.

Event description:
It was reported that a ht connect flex guidewire was advanced and was torqued into a chronically occluded, anterior tibial lesion. During advancement, resistance was met with the anatomy. Three centimeters of the tip separated and remains embedded in the lesion. No other guidewire was able to cross the lesion and the vessel remains occluded. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for analysis. Initial investigation based on the lot history records review confirmed that the guidewires were manufactured according to the specification. The required tests and inspections were performed and passed. A follow up report will be provided.

Event description:
It was reported that a ht connect flex guidewire was advanced and was torqued into a chronically occluded, anterior tibial lesion. During advancement, resistance was met with the anatomy. 3 centimeters of the tip separated and remains embedded in the lesion. No other guidewire was able to cross the lesion and the vessel remains occluded. There was no adverse patient sequela. There was no additional information provided.